Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Provider stated that she was in the room and the leep machine would not work for about 5-10 seconds and short out. She had a hard time controlling the hemorrhaging." (B)(4).

Manufacturer narrative:
Investigation : initiated manufacturer's investigation, x-no sample returned, review DHR, inspect returned samples, inspect stock product. Analysis and findings; a review of the 2 yr complaint history reveals similar issues. The unit was not received by csi. The problem description is the only other information available. It was noted this unit had returned to csi under service log 70026 for a diaphragm replacement, (B)(6) 2013. An investigation on related products had noted several issues from complaint records. The most common was the diaphragm breaking down to the point where the unit becomes inoperable or intermittent. An estimated time frame in which this component failed was extrapolated to roughly 3 to 7 years. Although this unit was repaired for this failure only 2 years ago the component may have contributed to this failure again. The root cause for this complaint condition is not available as the unit was not returned. Correction and/or corrective action: a request to p&s was made to provide additional information on the unit's status and attempt to retrieve the unit. Sustaining engineering is currently engaged in determining a coarse of action concerning the diaphragm. This complaint will be updated accordingly if and when the unit is returned. This complaint will be entered into the coopersurgical continuous improvement plan (cip). This is not an assembly issue. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. (B)(4).

Event description:
"Provider stated that she was in the room and the leep machine would not work for about 5-10 seconds and short out. She had a hard time controlling the hemorrhaging."(B)(4).